Manufacturer narrative:
Result of investigation: according to the investigation, bellavista flow sensor is heavily damaged. The split can be seen clearly on the two parts of the sensor but not fully separated. The exact root cause is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the flow sensor cracked in half during use on a ventilated patient. As an intervention, the patient was immediately reconnected to the draeger to be ventilated. The customer confirmed that there was no patient harm associated with the reported event.